Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR report: 1627487-2016-03260; reference MFR report: 1627487-2016-03261. It was reported the patient's lead eroded through the skin. The patient underwent surgical intervention where the physician removed all 3 leads. The ipg and extension remain implanted. Follow up information identified the wound from the lead erosion has healed.